Event description:
The consumer reported that they had poor coupling when recharging and sometimes it would not charge at all. The issues were attributed to the patient having difficulty keeping the antenna in place and it moving out of place. Recharging had been generally difficult since implant but it had gotten worse since (B)(6) 2015. The implant area had gotten sensitive from recharging, so they weren¿t using their device as much. It was noted that it was almost like the patient was getting a shock when holding the antenna in place. The patient saw their doctor who prescribed them a lidocaine patch to use when recharging. The patient was sent adhesive disks. It was noted that they had a follow up appointment a couple of weeks after the date of the report. The patient was indicated for non-malignant pain. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received from the patient that they do not know the cause of difficulty charging. The device started taking so long to charge and they cannot get it to charge. Lidocaine patches to the area. Manufacturer worked the device is a very sensitive issue. I think the device shifted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.